Manufacturer narrative:
The power switching board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The hardware investigation of the returned computer found that the reported event was related to a hard drive issue. Bench test of the computer did not pass. At power up, no hdd led was lit. Audible cyclic click. Operating system continues to cycle through boot up but never completes. The reported event was confirmed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the computer of the imaging system was replaced without resolution. The representative then returned to the site and replaced the power switching board. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system displayed "system booting please wait" and would not progress the prompt. Restarting the viewing station of the imaging system and imaging system respectively did not restore functionality. It was reported that the dongle was verified to be in place. There was no patient present when this issue was identified. No additional information was provided.